Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use on a patient, this ventilator exhibited an abnormally long inspiratory rate and then stopped. The ventilator was removed from use and the patient had to be hand ventilated. No additional adverse patient effects were reported.